Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "before performing the annual periodic maintenance of the device, I upgraded the version of the device from 2.0.3 to 2.0.11. Then, I turned on the device normally and changed the language option from english to turkish. Then, I completed the calibration menu by opening it from the test menu. I then completed the alarm 1 test. I performed the alarm 2 (watchdog) test and turned off the device. However, when I try to turn it on again, the device screen appears slightly bright and becomes completely black. The alarm button of the device flickers slightly, after about 1-2 minutes, it gives a high-pitched alarm and the alarm button turns completely red." Health impact: (2) no patient involvement.

Manufacturer narrative:
It was reported that the device screen appeared slightly bright and became completely black after software update during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, an esm board (circuit board) was recommended to be changed to the customer. No feedback was received confirming whether the replacement was performed or resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the esm board (circuit board), as no further issues have been reported.